Manufacturer narrative:
Additional information: d9, g3, h2, h3. One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was bent and fractured; however, the investigation could not be concluded and could not be determined when and how the catheter tip was fractured. Functional testing was not possible due to the returned condition of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation ablation procedure, the catheter was unable to deflect and the tip was noted to be fractured via fluoroscopy. The device was replaced and the procedure was completed with no adverse consequences to the patient.